Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer for physical evaluation. However a photograph was provided. In the photograph, the label side of a dialyzer is shown. The dialyzer appears to have been placed within a clear plastic bag, and what appears to be blood is observed between the plastic bag and the dialyzer. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment on a 2008t machine. The blood leak was noted as being an external blood leak that could be visually observed at the hansen connector. Blood leak test strips were not used for the presence of blood. A crack was identified on the dialyzer at the hansen connector where the blood leak occurred. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment on a 2008t machine. The blood leak was noted as being an external blood leak that could be visually observed at the hansen connector. Blood leak test strips were not used for the presence of blood. A crack was identified on the dialyzer at the hansen connector where the blood leak occurred. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.